Event description:
The pt reported that she was hospitalized on (B)(6) with diabetic ketoacidosis. She did not provide her blood glucose results or details of her treatment in the hospital. She said that the pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises, " the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."